Event description:
The customer obtained multiple, lower than expected vitros tsh proficiency sample results while using a vitros 5600 integrated system (cap sample k-08 = 0.40 miu/l vs. Expected result 0.597 miu/l; cap sample k-09 = 0.53 miu/l vs. Expected result 0.784 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, lower than expected tsh proficiency sample results were obtained. Patient samples were not known to have been affected. A definitive root cause could not be determined from the investigation. The tsh proficiency samples were repeated three months later on the vitros 5600 analyzer, and acceptable tsh proficiency results were obtained. However, because the affected tsh proficiency sample results were run three months earlier, an equipment or reagent related issue cannot be ruled out as contributing to the event at that time.